Manufacturer narrative:
Per patient's surgeon, the patient underwent surgery on (B)(6) 2011 for magnet replacement. The implanted device remains. (B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2011. (B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; it is unknown if the patient was reimplanted with a new device. Additional information has been request, but not provided as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient underwent an MRI and experienced subsequent pain, swelling, and redness at the implant site. It was determined that the magnet had become dislodged. Surgery to replace the magnet is planned but has not taken place at the time of this report (B)(6) 2011.